Event description:
It was reported that catheter twisting occurred. The occluded target lesion was located in the mildly calcified tibial peroneal trunk. An opticross 18 imaging catheter was introduced for ultrasound examination of the target lesion. However, while the device was advancing through the occluded lesion, the catheter was wrapped around the wire multiple times and the image was lost. It was seen on the x-ray that the catheter looked kinked and wound around the wire. The catheter and wire were then removed together. Upon removal, it was noted that the entire catheter shaft was kinked and severely damaged. Lesion access was lost but access was regained and the procedure was completed without an intravascular ultrasound catheter. No patient complications were reported and patient is fine.

Manufacturer narrative:
The device was returned for analysis. The device could not be inspected for imaging core windup due to residues and the device condition. Visual inspection revealed the sheath assembly and imaging core were kinked and there was a catheter twist which began 12 cm from the lap joint section. Impedance testing showed an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray images, the electrical failure resulted from a broken coax cable at 90cm.

Event description:
It was reported that catheter twisting occurred. The occluded target lesion was located in the mildly calcified tibial peroneal trunk. An opticross 18 imaging catheter was introduced for ultrasound examination of the target lesion. However, while the device was advancing through the occluded lesion, the catheter was wrapped around the wire multiple times and the image was lost. It was seen on the x-ray that the catheter looked kinked and wounded around the wire. The catheter and wire were then removed together. Upon removal, it was noted that the entire catheter shaft was kinked and severely damaged. Lesion access was lost but access was regained and the procedure was completed without an intravascular ultrasound catheter. No patient complications were reported and patient is fine.